Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Reportedly, customer was "unconscious" and required assistance from ambulance staff; details of assistance was not provided. Customer went to the emergency room and was treated with intravenous fluids of saline, "something that started with a d", and instructed to consume carbohydrates. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.